Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the refractory period was out-of-specification on the external pulse generator (epg). The user was advised on troubleshooting. The epg remains in use. There was no patient involvement.